Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station was frozen. A technical support specialist connected to the station and logged in as carefusion admin, where encountered a blue screen. It was discovered that both remote support service 4.10 and 4.12 were installed. Remote support service 4.10 was uninstalled, and an attempt was made to repair remote support service 4.12, but this resulted in a fatal error. While preparing to reinstall remote support service 4.12. Attempts to uninstall remote support service 4.12 also failed. The technical support specialist then logged off and logged back in as carefusion application, at which point the application launched successfully. The customer support specialist requested the field service engineer to reimage the station. The hard drive was replaced, settings were updated, and a synchronization with the server was completed to verify remote support service functionality. Remote support service version and packages were deployed. The user completed an inventory of medications in all doors. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the device was frozen on a blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.